Event description:
On 3/27/97 unit arrived, to be used on an ICU pt. That evening, is lost power due to a test routine (monthly) hospitaled enerator test and failed to recover on battery power in a timely manner. The vendor was connected and responded to support users and arranged for replacement unit. Upon generator test completion (total return to ac power), the unit operated normally. On 4/3/97, the unit in question experienced high expiration pressure and responded with an occlusion alarm, holting ventilation and blanking parameter screen until occlusion was removed. Initiating "run" returned unit to normal operation. In review, the first incident was directly related to an inadequately charged battery, and the second incident was related to user issues such as moisture and blockage.